Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is still unknown; the customer was found deceased, at home. The caller stated that they believe the customer's blood glucose was too low. The caller did not know the customer's blood glucose at the time of death; the coroner was with the customer. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer was using sensors or not. The caller stated that they do not have the customer's insulin pump; it is still at the customer's house. The caller stated that at this time they are unsure if they will return the customer's insulin pump for analysis or not.